Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant products: 1642t-52 competitor lead, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise due to a possible lead fracture. The noise was able to be replicated by pocket manipulation and the patient pressing their hands together. In addition, the implantable cardioverter defibrillator (ICD) exhibited a sensing/detection problem as there was one non-sustained episode noted, but no suspected noise was observed on the electrogram. Both the lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.